Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the length was checked with the meniscus meter and the fast fix 360 was adjusted according to the specialist's instructions. The slotted cannula was placed and t1 was passed without any inconvenience, it was repositioned to place t2, but even when it was activated twice, the deployment slider did not lower. The implant was removed and a new product (same part number) was placed.

Manufacturer narrative:
One fast fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or sutures remain on the delivery needle, however they were returned. Examination of the construct showed t1 is broken and is missing its distal end. T2 and the suture show no abnormalities. The needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacture of the device can be established.